Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they fell directly on the stimulator battery site and the programs were not working. The patient met with the representative to check impedances and contacts 8-11 were high. The four contacts were being used in the previous programs and reprogramming was done around the high impedances. The patient had stimulation in the needed areas of the leg and was going to go home to try the new programs. The patient was going to follow-up with the doctor¿s office if the programs were not helping. The issue was not resolved at the time of the report. No patient symptoms reported.